Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there was high out of range pacing impedance noted on the left ventriculal (lv) lead. The pocket was later opened and blood was observed around the lead header. The blood was wiped off and lead parameters were within good range. The patient was stable throughout this event.